Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the first clip was positioned but did not close, then the clip got stuck. The device was changed to resolve the issue.